Manufacturer narrative:
Additional information was received and is updated in b5. Cloud data is also updated. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.5-p001. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Follow up information was received on 30dec2025. The patient has been taking floxapen for 10 days, administered four times daily. Additionally, the patient has been responsible for managing wound care including blisters and applying bandages as needed.

Event description:
A healthcare professional reported that a patient experienced pain during pod application on the arm, which was left in place. Subsequently, the patient developed a hard, red area at the insertion site, which progressed into an infection requiring antibiotic treatment. The patient later presented to the emergency department for further management. There was no reported impact on the blood glucose levels and the treatment details were not provided beyond administration of antibiotics. If more information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Follow up information was received on 18dec2025. Patient presented to the emergency room due to pus at the insertion site. In the emergency room, healthcare providers incised the wound because an abscess was present. The physician explored beneath the wound to check for any retained material, resulting in an open wound that remained infected. Since then, home nurses have been performing wound care twice daily as instructed by the endocrinologist. Currently, the wound is healing, and the redness has almost resolved. The wound remains deep, and induration is still present, though it has decreased in size. The affected area now measures approximately 3 to 4 centimeters.

Manufacturer narrative:
B5 with updated information. We were advised that the date of the event was 04dec2025, not 10dec2025, and the patient had an additional (second) emergency room visit on (B)(6) 2025. The event date should be 04dec2025, the original aware date on 10dec2025 and the new awareness date on 18dec2025.